Manufacturer narrative:
(B)(4). Kwon, y., rossi, d., macauliffe, j., peng, y., & arauz, p. (2018). Risk factors associated with early complications of revision surgery for head-neck taper corrosion in metal-on-polyethylene total hip arthroplasty. The journal of arthroplasty, 33(10), 3231-3237. Doi:10.1016/j.arth.2018.05.046. Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that the patient experienced a hip revision on an unknown date due to malpositioning of the acetabular cup. No further information is available.

Manufacturer narrative:
Concomitant medical products- unknown femoral head catalog#: ni lot#: ni, unknown femoral stem catalog#: ni lot#: ni, unknown acetabular liner catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information to report at this time.